Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump continued to shut off even after battery change. Insulin pump received a failed battery test alarm, weak battery and battery out limit alarms. Customer's blood glucose was 250 mg/dl. During troubleshooting for failed battery test, it was found that battery contacts were not missing or damaged. Neither battery compartment nor spring were damaged or corroded. After troubleshooting and cleaning battery cap contact with alcohol, customer reports that insulin pump received a failed battery test alarm. Customer was advised that battery cap would be replaced.